Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had respiratory issues following the implant of a pump. Caller stated that the hcp was not aware of previous history of respiratory issues. It was unknown the patient had trouble with anesthesia. When patient came out of anesthesia from being intubated the nurse was concerned because the patient experienced trouble breathing. Due to the respiratory issue following the implant, the hcp stopped the pump. The patient was given three doses of narcan. This exacerbated everything; this brought all her pain back and put her body into shock. They wanted to rule out the pain pump; they shut the pump off and all narcotics. The next day the pump was turned on and the dose was increased. The tubes were removed; the patient continued to experience problems breathing. They believed it was not related to the pump; it was related to her condition. The patient had 4-5 types of cancer and was passing away. Everything was "just fine". The patient was doing much better. Hcp programmed a bridge bolus. The pump was delivering hydromorphone. The device manufacturer's registration system indicates the patient is deceased; no date of death was noted.

Manufacturer narrative:
Patient programmer model# 8835 lot# npg030751n...catheter model# 8709sc serial# (B)(4)implanted: 2012-(B)(6) explanted:unk... (B)(4).